Event description:
Customer reported the insulin pump alarmed button error. Customer did know blood glucose level. Customer does not recall any significant event that may have caused the device to harm. Customer was advised to discontinue use of the device and revert to back up plan. Current blood glucose was 307mg/dl and has been off the device. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.